Manufacturer narrative:
G2: foreign country - japan. H3, h6: the probe was returned for analysis. With markers attached and fully seated, the returned probe displayed high geometry and divot error readings. The support arm for marker #3 was bent. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the instrument verification was not possible. There was no change after replacing that instrument. When it was verified with a spare instrument, it was completed without any problems. Although it did not appear to be bent visually, there may be a minor distortion that cannot be seen visually. There was no patient involvement.